Event description:
Hosp staff member reports that the 'little donut piece' that fits on the trocar was inadvertently left inside pt. The piece is sponge-like in nature and keeps co2 inside the abdomen, during surgery. The pt represented with problems and pain related to the area. Received an ID (incision & drainage) without any further problems thereafter.